Event description:
Procedure was performed on the sfa in another country. The physician was attempting a difficult sfa case with tortuous anatomy. Half way through the deployment of the protege everflex, the stent fractured and the physician withdrew the device. The remaining half of the protege everflex was left in the pt and another stent was deployed to secure the previous one. There was no adverse pt outcomes.